Manufacturer narrative:
Devoce not available.

Manufacturer narrative:
The revision surgery was completed successfully. There was considerable laxity in the medial ligament. Additional information received on 22 august 2016 and includes: the initial reporter is not aware of any direct trauma prior to the patient. On 25 august 2016, the patient match department provided the review of the case with the following conclusion: our analysis of the process of this case found no deviations from the standard procedures. The residual valgus should bring to instability of the lateral compartment instead of the medial one; anyway, the status of the ligaments -about which we do not have any information-, could have played a bigger role in determining the type of instability of this specific patient. On 09 september 2016, the medical affairs director performed a clinical evaluation and commented as follows: medial instability in a valgus knee, after bilateral tka executed 1.5 years before. Reportedly, medial collateral ligament was found in significant laxity. The surgeon decided to substitute the artificial knee with a model designed to cope with ligament laxity. There is no reason to suspect that the deterioration in ligament mechanical performance was in any way related to a malfunctioning device. Batch reviews performed on 14 september 2016. (B)(4). Not yet received.

Event description:
The patient complained of patella dislocation and instability. Upon examination in rooms, medial instability of the left knee was detected. A revision surgery has been planned.